Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reset their pump with guidance from technical support, resolved the issue, and started their sensor session without further error codes.